Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture and debris on product. Visual inspection found no visible damage and debris on lens. Claim# (B)(4).

Manufacturer narrative:
Unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+1.5/081 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles. The problem was resolved. The cause of the event is reported as unknown.